Event description:
The tbe22-05 vascular quality initiative (vqi) double-blind study provided an updated review of the procedural outcomes of the currently enrolled subjects following implant of the gore® tag® thoracic branch endoprostheses. Since the last update in april 2024, there have been 82 newly enrolled subjects, 65 new 1-month follow-ups, and 30 new 1 year follow-ups. In that period, there have been the following new adverse events: 8 subjects experienced any access related injury, 5 of which were reported as a serious access related injury. No additional information was available.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B.5. Event description: updated. B.7. Other relevant history: updated. H.6. Investigation conclusions: code d16 updated to code d15. H.6. Investigation conclusions: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. H.6. Investigation conclusions: code d12 added. According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Furthermore, the IFU states that careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
The tbe22-05 vascular quality initiative (vqi) gore® tag® thoracic branch endoprosthesis zone 2 post-market surveillance blinded registry provided an updated review of the procedural outcomes of the currently enrolled subjects following implant of the gore® tag® thoracic branch endoprostheses. Since the last update in april 2024, there have been 82 newly enrolled subjects, 65 new 1-month follow-ups, and 30 new 1 year follow-ups. In that period, there have been the following new adverse events: 8 subjects experienced any access related injury, 5 of which were reported as a serious access related injury. No additional information was available.

Manufacturer narrative:
The patient(s) referenced in this event file are enrolled in the collaborative society for vascular surgery vascular quality initiative (svs vqi) tbe 22-05 post-market surveillance project. The vqi is a collaborative of regional quality groups collecting and analyzing data in an effort to improve patient care. The vqi collects perioperative and follow-up data. The vqi is governed by the svs patient safety organization (svs pso), which provides oversight of data sharing arrangements, key outcome and quality measure analyses, and dissemination of information to participating providers. All information contained in this event file was received from the vqi data base. Vqi is not managed, maintained or supervised by gore or any representative of gore. The initial information obtained from vqi is the only information being provided. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided. The smartsolve case file will reflect tbe 22-05 as the study name. Although the individual events could be attributed to a deidentified individual number, it is likely these individual events have been previously captured and reported by gore, but due to the nature of this study and anonymity of the patient and device data, gore is unable to confirm this. For this reason, gore will submit one report for multiple reportable events where the individually identifiable information of the device is not available and no additional information will be provided because we cannot obtain enough information about each identified patient and/or device mentioned in order to provide a complete report for each reportable event. A.2. Age at time of event: the mean age for the subjects in this dataset is 64.3 years. Therefore, 64 years has been used as the estimated patient age. A.3a. Sex: the majority of subjects in this dataset are male. Therefore, male has been used as the estimated patient sex. A.5. / a.6. Ethnicity/race: the majority of subjects in this dataset have an ethnicity listed as not hispanic or latino and an identified race of white. Therefore, these have been used as the estimated ethnicity/race. D.4. Device information: the device lot/serial number(s) remains unavailable to gore. Therefore, device information remains unknown. H.4. Device manufacture date: as the device lot/serial number(s) remains unavailable, the device manufacture date(s) remains unknown. H.6. Type of investigation: code b22 remains unchanged. H.6. Type of investigation: code b22 - as the device lot/serial number(s) remains unavailable, no device history record review(s) was able to be completed. H.6. Investigation conclusions: codes d15 and d12 remain unchanged.